Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient experienced pain at the implant site during a routine follow-up. The physician noted the device appeared tipped outward at the top and not placed deeply enough, raising concern for possible complications such as hematoma. The patient reported ongoing pocket pain at the ins site, and it was determined that the device placement contributed to the discomfort. An ultrasound was ordered to further evaluate the concern, and a revision procedure will be scheduled. The ultrasound indicated that there was no hematoma. The patient is scheduled for battery repositioning on (B)(6) 2025. The doctor is planning to reposition the battery. During an office exam, the patient reported feeling the position of the battery. There is no x-ray imaging available to confirm if there has been any migration. The physician was able to feel the ins during the office exam. The patient has been difficult to reach, and the field representative left a voicemail, but the patient has not yet followed up. Fortunately, the device is still functioning as intended. No troubleshooting attempts have been made, as there is nothing the patient can do about the battery's position. Additionally, no clinical complications have been reported. It was confirmed that the physician repositioned the battery so it would sit flatter. The patient has been doing well since the adjustment, with minimal pain and good control of bladder symptoms. The patient will follow up with their provider.